Event description:
Reportedly during a case, black liquid dropped from the irrigation lumen into the pt's cavity. The case was cancelled and rescheduled. The user states that intervention was required to prevent serious injury or permanent impairment.

Manufacturer narrative:
The device evaluation is not complete as of the date of this report.